Event description:
This MDR is being filed as misapplication due to neurogenic bladder. It was reported that during the initial treatment with a urethral bulking implant material in 2006, residual implant material was visible outside the injection site and was subsequently removed following labeling recommendations. A very small amount of material was removed from the bladder during the implant process. The pt manages her neurogenic bladder with an indwelling catheter long term. The catheter became plugged with implant material and the pt experienced retention and the catheter had to be changed in 2006. Implant material was removed from bladder via cystoscopy using biopsy forceps in 2006. The urethra was not eroded or traumatized. Pt experienced leakage around her catheter. Pt remains incontinent. Injection details were as follows: transurethral approach, needle held at injection site for the recommended time amount plus 30 secs, needle was imbedded to shoulder, no blanching or blebing noted, coaptation was noted.

Manufacturer narrative:
The lot number is unk, therefore no review of the device history record could be performed. The instructions for use states that the device forms a cohesive, spongy mass that serves to bulk surrounding tissue and is not subject to absorption or enzymatic breakdown within the body. The low viscosity of the implant solution and the cohesive mass of the resulting implant require specific attention to the injection site, needle orientation, depth of needle placement, rate of injection, and injection volume, in order to achieve the highest rate of success. During the course of the clinical investigation, 28 subjects receiving the urethral implant treatment experienced bulking material in the urethral mucosa. Exposed material was associated with shallow placement and injection proximal to the bladder neck. Overtime, the urethra healed spontaneously as the mucosal surface re-epithelialized. A physician may choose to remove exposed material cystoscopically with graspers or forceps to facilitate healing. The IFU instructs the user: the unique characteristics of the bulking material require injection techniques that may differ slightly from techniques employed with alternative bulking agents. Contraindications include pts with the following conditions: acute cystitis, urethritis, other acute or chronic genitourinary tract infections, or fragile urethral mucosal lining.